Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -17.00 diopter, in the patients right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was repositioned but the problem was not resolved. The lens was exchanged for a shorter lens and the problem was resolved. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic broken and bent. (B)(4).